Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt sn 59153050 has been completed. The reported problem (check therapy pad messages) was isolated to the electrode belt¿s black pulse wire from the trunk cable being broken at the distribution node (dn) causing the electrodes to not recognize. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.